Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation and device evaluation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer was unable to determine the root cause. The lm reported that the most probable cause for the reported event is as follows: since there is no possibility that a sharp dent may occur due to aging or other factors, it is assumed that an external force exceeding the assumption was added to the area concerned, leading to the occurrence of the phenomenon. As a result of checking the operation manual, it was confirmed that there were the following descriptions. Inspection of the endoscope 3. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, sagging, deformation, excessive bending, protruding objects or other as the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. It was confirmed that there was no unevenness.

Manufacturer narrative:
The scope was returned to the service center for evaluation. The customer¿s complaint was confirmed. A leak was noted at the scope¿s control knob. The control knob movement was tested and was found to be loose with play. Sharp dents were noted on the scope¿s probe. The bending section rubber was dry and excessively scratched. The glue on the objective and light guide lens was noted to be peeling on cement. There were six broken elements noted in the ultrasound image. The camera switch #1 was found cut. Scratches were noted on the light guide tube and buckles were noted on the ultrasound cord. The scope¿s ID chip showed 1168 total uses. The cause of the reported leak cannot be determined at this time. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during reprocessing a leak was noted at the air/water valve of the scope. There was no patient involvement reported.